Event description:
The customer reported that the system would shut down and reboot without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A diagnosis and repair quote was provided to the customer. No conclusion can be drawn as further repair info is unavailable at this time.